Manufacturer narrative:
An event regarding revision due to pain involving a triathlon patella was reported. However, the x-ray report was able to confirm pateller loosening. A visual, functional and dimensional inspection could not be performed as the device was not returned. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray consistent with pateller loosening. Need revision operative report and progress notes. Unable to determine if liner damage occurred preop or during revision surgery. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray consistent with pateller loosening. Need revision operative report and progress notes. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complaining of anterior knee pain. Medical review of x-ray(s) consistent with patellar loosening.

Manufacturer narrative:
An event regarding revision due to pain involving a triathlon patella was reported. However, the x-ray report was able to confirm patellar loosening. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray consistent with patellar loosening. Need revision operative report and progress notes. Unable to determine if liner damage occurred preop or during revision surgery. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but x-ray consistent with patellar loosening. Need revision operative report and progress notes. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complaining of anterior knee pain. Medical review of x-ray(s) consistent with patellar loosening.